Event description:
It was reported, "accucath needle failed to retract into housing when safety button was pressed. Did not affect patient, procedure was already halted for unrelated reasons. After the accucath was removed from the procedural area, I attempted to push the safety button with no response. When I gently pulled on the needle (away from the housing), the safety then activated and the needle retracted into the housing." Additional information received 07/23/2024: there was no injury to patient or provider reported, and no additional treatment needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.